Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the cartridge was leaking around the pump. The customer does not know the exact location of the leak. Customer's blood glucose level was 300-400 mg/dl. The customer administered a manual injection. Reportedly, the customer disposed of the cartridge, loaded a new cartridge, and resumed insulin delivery.